Event description:
It was reported that during a vns implant procedure, a pt experienced a "serious asystolic complication." The asystole event occurred during vns stimulation. The surgeon decided to abort the implant procedure, and the vns device was not implanted. Good faith attempts to obtain additional info have been unsuccessful to date.